Event description:
The customer reported the system software is corrupted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and loaded system software. System operates as intended. (B) (4).